Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 545 mg/dl and an insulin injection was administered in an attempt to lower the bg level. The customer went to the hospital and was treated with an intravenous insulin drip. The cause of the high bg was not known; however, the contact thought it was related to the pump and/or supplies. The customer was discharged on (B)(6) 2017. The customer was using insulin injections to manage diabetes. The customer declined tandem technical support's offer to troubleshoot.